Manufacturer narrative:
(B)(4). Final analysis confirmed the reported high current drain which prematurely depleted the battery; the cause was identified to be an anomalous hybrid. (B)(4).

Event description:
It was reported that the pulse generator exhibited premature battery depletion three days after being implanted. The patient was pacemaker dependent. The device had been programmed to a low output with the autocapture feature on. The device was attempted to be reprogrammed but the device continued to exhibit a high current drain. On (B)(6) 2016 the device was explanted and replaced.